Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088. During the procedure, blood began to leak from the rotating hemostatic valve (rhv). A new neuron max 6f 088 was used to complete the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the neuron max 088 long sheath was kinked along the entire length of the catheter. There was no visible damage to the hub or hemostasis valve. Conclusion: the complaint has been evaluated. The complaint indicates that there was persistent bleeding around the rotating hemostatic valve. Evaluation of the returned product revealed that the hemostasis valve was attached to the hub and pressurize with a syringe; however, no leak was observed. It appears that the hemostasis valve might have not been properly tightened on the hub. There were kinks along the entire shaft of the sheath. These kinks appear to be from packaging the device to be returned for evaluation as they were not mentioned in the complaint as part of the issue. These devices are 100% inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.